Event description:
A customer reported to beckman coulter (bec) that line 23 on the ion selective electrode (ise) flowcell keeps coming off when the customer is trying to prime the ise or even when the customer is trying to run anything that involves the ise. The unicel dxc 600 pro synchron clinical system was associated with this event. There were no flags or instrument error messages alerting the customer of an instrument issue. Approximately less than an ounce of fluid leaked from the instrument. No exposure or injury occurred to the laboratory personnel due to the leak. No erroneous patient results were generated by this issue.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed that the leak was from line 24 disconnecting, not the line 23 as was reported by the customer. The fse found the line was pinched behind the flowcell. The fse removed the line and rerouted. The fse verified system performance. Failure mode to flowcell leak was due to a disconnected line 24. (B)(4).